Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) device data to confirm device operation. Upon review, ts noted that the presenting electrogram (egm) appears to show farfield oversensing of right ventricular (rv) pacing on the atrial channel. Ts also noted several pacemaker mediated tachycardia (pmt) episodes recorded. Further review revealed that some of the pmt events appear to be sinus driven due to post-ventricular atrial refractory period (pvarp) extension of the atrial rates causing a false pmt episode. Ts discussed device programming optimization. At this time, the device remains in service. No adverse patient effects were reported.